Manufacturer narrative:
Date sent: 12/12/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, when the doctor tried to activate with tissue, error 5 was displayed and it would not work. Then the doctor checked the blade and found that it was broken off. The broken piece was found in the board. Another device was used to complete the case. There were no adverse consequences to the patient.